Manufacturer narrative:
(B)(4). Method: the complaint manometer of (B)(4) neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4). It was visually inspected for damage and performance tested for functionality. Results: no physical damages were observed on the returned manometer. When the manometer was attached to a test valve assembly, the needle was stuck at 16 cmh2o. An attempt was made to adjust the manometer setting to zero but it could not be reset. Conclusion: the fault observed was due to the misalignment of the manometer internal mechanism. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. The operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly". The set-up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate. The neopuff technical manual also states the following: "the integrity of the system and manometer should be checked prior to first use, annual and after servicing". "Warning dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks [as outlined in the manual] before connection to a patient".

Manufacturer narrative:
(B)(4). The rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A medical center in (B)(6) reported that the manometer of an rd900aeu neopuff infant resuscitator was sticking. No patient consequence was reported.

Event description:
A medical center in (B)(6) reported that the manometer of an (B)(4) neopuff infant resuscitator was sticking. No patient consequence was reported.